Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 10-nov-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 11/10/2025 01:34:04.000, 11/10/2025 01:53:10.000. 11/10/2025 01:59:28.000, 11/10/2025 02:09:00.000. 11/11/2025 11:12:03.000, 11/11/2025 11:22:00.000. 11/11/2025 11:37:32.000. Power loss alarm was found on: 11/10/2025 02:12:24.000. 11/11/2025 11:48:21.000, 11/11/2025 11:48:29.000. Pump error 23 alarm was found on: 11/11/2025 11:23:04.000, 11/11/2025 11:33:00.000. 11/11/2025 11:48:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Pump error 43 alarm was found on: 11/09/2025 22:58:00.000, 11/09/2025 23:08:00.000. 11/10/2025 01:31:10.000 to 11/10/2025 01:58:01.000. 11/10/2025 02:13:03.000 to 11/10/2025 02:23:59.000. 11/10/2025 06:56:36.000. Pump error 38 alarm during rewind test was found on: 01/21/2026 09:32:45.000, 01/21/2026 09:42:00.000. 01/21/2026 13:41:57.000, 01/21/2026 13:42:50.000. Pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test motor was used and continued on rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. The pump had a constant pump error 38 alarm during the rewind test and pump error 43 alarm (recorded in the formatted history file) were confirmed due to a jammed motor gear box. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to perform the required testing due to a constant pump error 38 alarm during the rewind test. The pump had a constant pump error 38 alarm during the rewind test and pump error 43 alarm (recorded in the formatted history file) were confirmed due to a jammed motor gear box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.